Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "surgeon has two patient with tibia pain attune cementless" the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that there were no product problems observed with attune rp tib base sz 4 por. There was no evidence that suggests the reported adverse event was due to a device non-conformance. The invstigation was not able to confirm the reported event. No other issue identified. The overall complaint was unconfirmed as the observed condition of the attune rp tib base sz 4 por would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product code 150611004, work order (B)(4) was manufactured on 13-dec-2022. (B)(4) parts were manufactured per specification and all raw materials met specification. No non-conformances associated to the reported event were found.

Manufacturer narrative:
Product complaint (B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient experienced tibial pain. No additional information is available at this time.